Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
Note: this report pertains to one resolution 360 ultra clip and one mantis used in the same patient and procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. Additionally, the same issue occurred on the mantis device. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.